Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been received. A root cause has not been identified. (B)(4).

Event description:
The site's surgical tech reported that the vitrectomy probe became stuck in the trocar during surgery. They removed the probe and trocar together, replaced the probe, re-primed a new cassette and completed the surgery with no patient harm.